Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery, self test, or operating current test due to the constant motor error alarm during the bolus delivery. The pump was received with a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during rewind. Some motor error alarms were also found in the alarm history. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.